Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6)2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(6), ubd: 29-aug-2019, UDI#: (B)(4); product ID: 8780, serial#: (B)(6), ubd: 30-jan-2020, UDI#: (B)(4); product ID: 8780, serial #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implanted pump that admin istered an unknown drug of an unknown concentration at an unknown dose rate. It was reported that the patient experienced withdrawal symptoms. Regarding diagnostic tests/troubleshooting performed, they were unable to aspirate the catheter and found a kink in the patient¿s fat. Factors that may have led or contributed to the issue were indicated as unknown. A full revision was performed. The pump and complete catheter were replaced. The issue was resolved. The patient was without injury as of (B)(6) 2026. The pump and catheter were discarded by the healthcare provider. The patient¿s medical history was requested but would not be made available.